Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty [pta] procedure, the catheter tip detached within the patient. The physician had acquired retrograde femoral artery access and had negotiated the patient's common iliac bifurcation with a guidewire and the 4f catheter. During catheter removal the catheter tip detached within the patient's artery. The physician used two vascular snare devices' to successfully retrieve the catheter tip from the patient's periphery with no additional adverse consequences.